Manufacturer narrative:
As no additional information regarding this event is expected, our investigation is complete. This record will be updated if additional information becomes available.

Event description:
This supplemental report is being filed as the evaluation method codes, evaluation result codes, and evaluation conclusion code have been updated.

Manufacturer narrative:
As no additional information regarding this event is expected, our investigation is complete. This record will be updated if additional information becomes available.

Event description:
It was reported that pacing impedances on this patient's non-boston scientific right ventricular (rv) lead were intermittently high, including one measurement greater than 2000 ohms. The rv lead was surgically abandoned and replaced. This implantable cardioverter defibrillator (ICD) remains in service with the new rv lead. No additional adverse patient effects were reported.